Event description:
It was reported that the patient presented for a generator change. It was noted that the set screw on the pacemaker's header was difficult to be removed. The pacemaker was explanted and replaced. The patient status was stable.